Manufacturer narrative:
E1: initial reporter is unknown g2: country of origin is germany. G4 510(k)#: the product ID cx01b-c is not marketed in united states. However, similar product with product ID: cx01b, UDI: (B)(4), 510(k)#: k102397 is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the user facility via a manufacturing representative regarding a patient having spinal therapy. It was reported that the xpede cement cured too quickly, requiring the hospital to open a new one. There was no patient involved. Additional information received from manufacturer representative that the customer reported that the cement hardened far too quickly. As a result, the device had to be discarded and a new one opened.